Event description:
The pt had undergone laparoscopic adjustable gastric band placement almost three years ago. The surgeon notes from the operative note this month: "recently, she has lost all restriction with her band and imaging studies show leaking band system with leak probably at the port. She presents for port replacement." Findings at surgery: the port and tubing system or components to the adjustable gastric band system are intact. There is a leaking site of the proximal tubing just beyond the port coupling that most likely represents a needle hole. The tubing is cut back to fresh tubing and a new port placed.